Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choke [choking sensation]. Top pin becomes loose and falls out and then the top brush flies off [device breakage] consumer sent e-mail stating the top pin becomes loose and falls out, and then the top brush flies off in mouth. No serious injury was reported.